Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, elevator channel inlet leaking, cracked adhesive on bending section cover, switch 1 button cut, and light guide cover glue peeling. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing of the evis exera ii ultrasound gastrovideoscope, leaking was noticed. Upon inspection and testing of the customer returned device, light guide cover glue peeling was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the light guide cover glue had peeled. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the peeling. However, it is probable that the peeling occurred because the device was mishandled or subjected to stress forces. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿chapter 3 preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.